Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The coil was opened. The thread broke very easily during a intracutaneous sutures. Furthermore the thread also broke very easily by pulling with the fingers. No incidents, patient injuries or surgery overtime.

Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there is one previous complaint of this code batch. There are no units in stock. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 6 months once opened. Date of cassette's opening must be written as it is indicated on cassette label. Opening's date is not written in the cassette received, an analysis cannot be carried out in order to make a decision. Furthermore, cap is missing and as it is indicated on the cassette label: knot the remaining thread and replace the cap after each use. Final conclusion: in spite of receiving the defective cassette, without opening's date written we are not in position of studying if the affected product does not fulfill the OEM specifications. Note is taken of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.